Event description:
During CABG, aorta is the cross-clamped to administer cardioplegia solution to prevent cardiac damage during the procedure. After cross-clamped applied, never obtained complete cardiac stand-still. Gave multiple doses of plegia during the procedure. After clamp removed, nurse inspected instrument box and discovered crack in the instrument. Heart continued to fibrillate during the procedure.